Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for pocket revision. The patient complained of pain due to the device protruding beneath the patient's skin. There were no signs of infection or erosion, and the device itself was functioning normally. The device was explanted and replaced by a smaller device. The patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.